Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling resulted in the reported shaft detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the ostial left main artery. The proximal shaft of a 2.75x33mm xience xpedition stent delivery system separated during advancement. The separated portion occurred outside the patient anatomy and the device was removed successfully. The procedure was completed with another unknown device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.